Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench with a pair of functioning hv capacitors, and no anomaly was found. The original hv capacitors were returned to the manufacturer for further analysis, and an internal hv capacitor anomaly was found. The cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that a patient notifier was delivered for a capacitor charge timeout. The device was reinterrogated and was able to get a normal charge time. Device will be monitored.

Event description:
New information notes that the patient presented in clinic after hearing a pop sound and then receiving a vibratory alert for extended charge time. Review of records noted a true, out of range charge time and multiple in range times. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.